Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-00785. It was reported the patient's leads have migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that only the patient's left lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the patient's left lead was repositioned. Effective therapy was established post-operatively.